Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the electrode monitor unable to complete incoming testing. The cause for the failure was isolated to an open pulse wire in the belt receptacle. The root cause for the open wire could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.